Manufacturer narrative:
A customer reported error message 4041 error, sorter y-axis home detection overrun on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient results for alpha-fetoprotein (afp) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint by reviewing the error log and was able to reproduce the error by attempting to do an all home and the y-axis would not move at all. The issue was resolved by the fse tightening the loose screw on the pm02 shaft joint. The fse performed quality control (qc) completed without errors and within an acceptable range, no further errors, the aia-2000 analyzer is back in service. The most probable cause of the reported event is due to a loose screw on pm021 shaft joint. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date 19may2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator's manual under section 04 - error messages states the following: [4041] sorter y-axis home detection failure cause: the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives.

Event description:
Customer reported an error 4041, sorter y-axis home detection overrun on the aia-2000 analyzer. The customer attempted to reboot the analyzer which did not resolve the issue. This is a reportable event based on delay in reporting of patient results for alpha-fetoprotein (afp) analyte.